Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2012, the pt underwent a permanent implant procedure. During the procedure, the lead was tested and showed invalid contacts. New cables were connected to the lead and the problem persisted. As a result, another lead was implanted and the issue was resolved.